Event description:
The pt reported their device was explanted due to a staph infection. Follow up with the hcp revealed the onset of infection was in 2006. Perioperative antibiotics were administered. The pt did not have meningitis. The pump delivered morphine intrathecally with the last refill twenty three days earlier. The pt was experiencing redness, swelling, drainange, pain, incisional wound opening and pocket erosion. A culture was obtained of the lumbar region which produced staph aureus growth. The pt was treated with IV antibiotics and total device system explant. The hcp reports debilitated status and history of mrsa post op wound infection as risk factors for this patient. The pt did not suffer any drug withdrawal and the infection resolved.